Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, a cracked battery compartment, evidence of moisture in the battery compartment, and a battery compartment leak. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The display screen was dim and discolored. The battery compartment was cracked, with evidence of moisture inside. The leak test failed due to a battery compartment leak. The pump was opened and no additional moisture was observed inside the pump. Unrelated to these issues, the keypad cover was peeling. The keypad buttons were normally responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. (B)(6).